Manufacturer narrative:
The customer¿s report that the blood tubing came apart was confirmed. Visual inspection of the set noted separation at the engagement between one of the set's two quickspikes and tubing components. Examination of the separated tubing end observed insufficient to no solvent traces and evidence that the tubing was not fully inserted into the outlet of the quickspike. Functional testing was deemed unnecessary due to the obvious separation. Dimensional analysis of the separated tubing end was observed to be within specification. The rest of the set's tubing engagements were slightly tugged in which no separations were observed. The root cause was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.

Event description:
It was reported that the blood tubing came apart prior to patient use. No harm to patient.